Event description:
It was reported to vyaire medical that the ventilation tube of the ltv 1150 ventilator became disconnected to the patient. The unit also failed to generate any audible or visual alarm or signal as required so no one was alerted to the disconnection. Furthermore, the patient was unable to breathe adequately and ultimately died as a result.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.